Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem was confirmed; the distal bearing was damaged and the inner race out of alignment, creating an obstruction that would not allow cutter insertion. The remaining bearings were observed to be dry of lubricant. This condition may be due to normal wear out from use over time, but was likely exacerbated by excessive side loading during use and improper or ineffective cleaning and maintenance of the device. Ref: (B)(4).

Event description:
Report received from the (B)(6) stating that the device had a "does not function" issue. The device was used during a surgical procedure. No user or pt injury or medical intervention occurred. There was no additional info provided.